Manufacturer narrative:
Patient code (B)(4). Additional manufacturer narrative: additional information was received and the following section(s) was updated: event and other relevant history. Corrected data: updated (additional manufacturer narrative) aortic tears, or a tear of the aortic wall, may occur as a complication of cardiac surgery involving a diseased aortic root. Additional causes of aortic tears or a tear of the aortic wall may be related to the use or misuse of the edwards intuity valve. These aortic injuries are life-threatening conditions that require urgent intervention with suture repair, pericardial patch repair or aortic root replacement. Intervention to repair an aortic injury or subsequent death would be reportable if there is evidence or an allegation the use or misuse of the edwards intuity valve caused or contributed to the event. Such events could be related to improper seating at the time of device implant and/or oversizing of the edwards intuity valve. In this case, the root cause cannot be conclusively determined with the available information. However, the event was likely due to patient and/or procedural related factors. There was no allegation of device malfunction. The subject device is not available for evaluation as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that post-implant of a 21mm pericardial aortic valve, the patient came off bypass with no regurgitation or paravalvular leak (pvl). It was then discovered that the aorta came apart. The patient was put back on bypass to repair the aorta. The patient was taken off bypass once more and the anesthesiologist had to use a lot of pharmacological drugs. Per the medical records, a 1-vessel bypass graft was performed with a saphenous vein graft to a posterior descending artery. Then, a transverse aortotomy was performed. The aorta was very thin and calcified. The three leaflet aortic valve was very calcified. The surgeon debrided it and placed three sutures in the nadirs of the three sinuses. The sutures were brought through the sewing ring of a 21mm 8300ab aortic valve. The valve was brought down and sutures were tied with cor-knot device. The valve was deployed applying 4.5 atm and balloon inflation for 10 seconds. The aorta was closed shut after examination of the three sinuses for good approximation. The clamp was taken off after 55 minutes, but immediately after taking off the cross-clamps, bleeding was seen from the aorta or the aortic root below the non right coronary commissure. After attempts to control the bleeding and identifying the source, that were not successful, the surgeon elected to re-clamp the ascending aorta, opened up the aortotomy, examined the valve inside, and identified a protrusion of the valve skirt outside of the aorta. The surgeon managed to put two stitches from inside the aorta, although it was hard to identify the source of bleeding. The surgeon neglected the idea of taking out the valve. Therefore, the surgeon sutured the source from the inside and the outside. The aorta was closed. There was no bleeding when the cross-clamp was removed; however, when weaning the patient off bypass, rv failure occurred. The left ventricle was found to be good. The patient was weaned off bypass with moderate to severe inotropic support. A balloon pump counterpulsation was not inserted. The chest was left open in order to better control repeated bleeding if it occurs in the cvicu. Postoperatively, the patient went into ventricular fibrillation arrest and could not be resuscitated. The patient expired on the same day of surgery. Additional information received indicated that per discussions with the surgeon and the staff present it appeared that there was a ridge of calcium that wasn't appreciated initially and it was the surgeon's thought that after the valve was implanted that this ridge, combined with the valve, may have facilitated the tear in the aorta. There was also a gap between the sewing cuff and the aortic wall that he put a repair stitch in, and then after closing the aorta, noticed there was a tear in the aorta in this area.

Manufacturer narrative:
UDI #: (B)(4). Aortic dissection occurs as a result of a tear of the inner layer of the aortic wall. It may occur spontaneously or as a complication of cardiac surgery involving a diseased aortic root. It results in blood flow through a false lumen instead of the intended true lumen and may compromise blood flow through the coronary arteries as well as aortic valve function. It is a life threatening condition that requires urgent intervention. As reported, the dissection was found intra-operatively and repair of the aortic dissection was performed. In this case, the root cause cannot be conclusively determined with the available information. It is unknown whether patient and/or procedural related factors caused or contributed to the event. However, there was no allegation of device malfunction. Multiple requests for additional information have been performed; however, the healthcare provider has not provided any additional details regarding this event. The subject device is not available for evaluation as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If any new information is received, a supplemental report will be submitted accordingly.

Event description:
It was reported that post-implant of a 25mm 8300ab pericardial aortic valve, the patient came off bypass with no regurgitation or paravalvular leak (pvl). It was then discovered that the aorta came apart. The patient was put back on bypass to repair the aorta. The patient was taken off bypass once more and the anesthesiologist had to use a lot of pharmacological drugs. The patient went back to the ICU and experienced ventricular fibrillation. The patient could not be resuscitated. The patient expired on pod #0.

Manufacturer narrative:
Corrected data: f10,h6. Reference CAPA-20-00141.